Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy for a patient with subarachnoid hemorrhage, customer noticed the thermogard system displayed an "circulation error" and observed blood in the start-up kit (lot #145889). Per reporter, the balloon on the cool line catheter (lot #150061) was damaged. Ivtm therapy was discontinued. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2021-00206 for the cool line catheter (lot #150061).